Event description:
Breast implant illness symptoms - saline 1st set - 2002/ saline 2nd set - 2010/ silicone 3rd set - 2015 endometriosis surgery 2007, 2017 (removed part of left fallopian tube) ibs-c fatigue, ear ringing, dry eyes/mouth at night (sjorgen's syndrome); night sweats, hair loss, raynaud's ¿ cold intolerance, random nausea and vomiting, random dizziness, brain fog/forget things easily, heart palpitations, random feet cramping, low potassium, anemic/iron deficiency/easily bruise; high cholesterol, high creatinine/low egfr, breast pain/burning/stabbing on left side that radiates down to fingers nipple "crusting" and pain, sore lymph nodes under left arm. On the border levels for rheumatoid arthritis. MRI, ultra sound and mammogram imagine done numerous times over the years. FDA safety report ID # (B)(4).